Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 latch had kept clicking after opening and had failed to open. The field service engineer (fse) tested this door in the hardware test application but was not able to reproduce any fault. The fse noted a sign on the door suggesting that users had been using the door as an aid to stand up after removing an item. The fse removed the latch column and crimped the latch sensor connectors for a more secure fit. Otherwise, the fse was unable to find any issue with the hardware. Service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had hardware failure that door 2 latch repeatedly clicked after the door was opened and failed to open properly, which located in ccuiv. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care and user was unable to remove or issue medications. There were no adverse events or injuries reported based on this event.